Event description:
It was reported by service report that the scale was off about 15lbs. The customer reported that they did not know if there as patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results: load cell.